Event description:
Pt for ptca. During procedure, balloon prepped as normal. Introduced into pt and coronary artery on inflation blood noted intubing. Doctor decided to remove balloon and the balloon and shaft split leaving approximately 60 cm of shaft and balloon in pt's coronary artery and aorta observed under fluoroscopy. Multiplr attempts to snare balloon and shaft unsuccessful. Pt went to o.r. For cab/ removal of equipment.